Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issues. During evaluation, "service required" codes were found in the device's downloaded error log. The internal battery and front panel/keypad led pca was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor and front panel/keypad led pca. The blower motor and front panel/keypad led pca were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to contamination. The front panel/keypad led pca was evaluated by the manufacturer's quality assurance laboratory. The front panel/keypad led pca was found to operate to design specifications.